Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: case was on (B)(6) 2023. There was no pulse in lower leg. There was blood flow past the arteriotomy. There was an occlusion above knee. Access was reported as good and not bleeding. Additional information was received on 23jan2023: it was reported after a tavr procedure, a single micro-puncture access was obtained under ultrasound guidance centrally in the right cfa. The rcfa vessel was measured 7.4mm. No calcification and minimal tortuosity were reported in the vessel. The measured manta depth was 4.5cm. The physician pulled the manta past the 5.5cm depth location and applied a little pressure on the skin. Prior to manta deployment, the act was over 300. Protamine and heparin were administered intravenously. Time to hemostasis was 5-7 minutes after holding manual pressure above access. The access sight was closed. There was no bleeding following manual pressure and flow was restored past the access. Patient lost blood flow immediately after closure, prior to leaving room and during patient clean up. The physician regained blood flow by using a peripheral thrombectomy device. The patient was hospitalized for an additional day and was discharged in stable condition.

Event description:
As reported: case was on 16jan2023. There was no pulse in lower leg. There was blood flow past the arteriotomy. There was an occlusion above knee. Access was reported as good and not bleeding. Additional information was received on 23jan2023: it was reported after a tavr procedure, a single micro-puncture access was obtained under ultrasound guidance centrally in the right cfa. The rcfa vessel was measured 7.4mm. No calcification and minimal tortuosity were reported in the vessel. The measured manta depth was 4.5cm. The physician pulled the manta past the 5.5cm depth location and applied a little pressure on the skin. Prior to manta deployment, the act was over 300. Protamine and heparin were administered intravenously. Time to hemostasis was 5-7 minutes after holding manual pressure above access. The access sight was closed. There was no bleeding following manual pressure and flow was restored past the access. Patient lost blood flow immediately after closure, prior to leaving room and during patient clean up. The physician regained blood flow by using a peripheral thrombectomy device. The patient was hospitalized for an additional day and was discharged in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a central positioned access. Vasculature was 7.4mm, no calcification, minimal tortuosity, with a depth measurement of 4.5cm. Activated clotting time was over 300, heparin was administered, and although the physician requested protamine to be administered sooner, it was given immediately before deployment. During deployment, while positioning the device, applying minimal pressure on the skin, the physician withdrew the manta closure and sheath past the measured depth of 4.5cm but had enough depth to continue to deploy within the vessel. Immediately following deployment, bleeding was present, pressure was applied, hemostasis was achieved in less than seven minutes, and flow was restored past the access. An angio confirmed flow past the access sight, although an angio below the access sight, above the knee, showed an occluded flow. Following the case, prior to the patient leaving the room during patient clean up, the patient immediately lost blood flow to the lower leg. The physician was not clear as to what caused the occluded flow in the lower arteriotomy and choose to use a mechanical thrombectomy device to regain blood flow to the foot. The patient did not experience any harm or health consequence; had one extra day of hospitalization then a typical tavr procedure due to the occluded flow, and the patient was discharged home in stable condition. The patient's wife stated they were able to find pulse in the right foot, however, had problems finding pulse in the left foot prior to the procedure. Following the case, the proctor reported there seemed to have been a clot present, potentially could have been there prior to closure, and was increasingly worsened by the protamine injection. Additionally, extended time to hemostasis may occur due to the collagen requiring time to clot to create a seal. Post-procedural bleeding is a common occurrence following any closure device deployment. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The IFU lists warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and thrombosis formation or embolism. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements in the IFU state activated clotting time (act) should be below 250 seconds prior to closure. Additionally, in step 4 of positioning the device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in step 1. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release. Note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device.